Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 45 mg/dl and 295 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). Customer's meter with serial number xcb151-2057 has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing.